Event description:
The reporter indicated that during the initial inquire of the device, the serial number restore screen appeared. An unsuccessful attempt was made to restore the serial number. The reporter stated that the device will be replaced.